Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer flushed the wbc pathway and flow cell, changed the vent needle assembly, probe, and peri pump tubing. The customer also replaced the wbc reagents and reagent lines. The customer did not observe gray particles from tube stoppers. The customer performed prepare for ship cleaning prior the field service representative (fsr) visit. The fsr had the customer prime and perform autoclean. The customer ran 200 patient samples all matching with pervious results. Quality controls were within ranges. The likely cause was a clog in the wbc pathway, which cleared during prepare for ship cleaning. Tracking and trending identified no adverse trend. Labeling was reviewed and found to be adequate. Based on the investigation, a product deficiency has not been identified for the cell-dyn sapphire related to the reported event.

Event description:
The customer stated a cell-dyn sapphire analyzer generated a falsely decreased wbc result for one patient sample. The cell-dyn sapphire generated a wbc result of 0.5 k/ul. A reference analyzer and a smear review confirmed the correct wbc result to be 5.0 k/ul. The falsely decreased wbc result was not reported outside the laboratory and there was no adverse impact to patient management reported.